Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cryoablation procedure a polarsheath was selected for use. A pericardial effusion was confirmed under echocardiography after the ablation of the entire pulmonary veins. It was concluded as cardiac tamponade and drainage was therefore performed. The procedure was completed. Per physician comment, it was likely that the polar map was mistakenly inserted into the left atrial appendage during the approach to the left superior pulmonary vein and perforation occurred. The physician viewed that the event was not caused by the device.